Event description:
It was reported that the pt underwent a mandibular molar single tooth extraction. Rhbmp-2/acs was placed with titanium mesh at the site. Three-four weeks after the procedure, the surgeon noticed a small exposure at the site. Two and a half months post-op, the pt has developed paresthesia of the lips and chin.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor firms of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.